Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer was unable to interrogate with devices and that the programmer was unable to update software via universal serial bus (usb). It was noted that further examination within the programmer showed a breach of corrosion on various internal components. It was also noted that the display overlay was cracked and the power cord bay latch tab was broken. It was further noted that the lower case rubber stand-offs were damaged or worn. The programmer will be scrapped due to corrosion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to interrogate certain implantable cardiac devices (icds) and was unable to update the programmer software via the software distribution network (sdn). It was also attempted to update the programmer software via universal serial bus (usb) flash drives, however this did not resolve the issue and an error code was displayed. The programmer was returned for service and subsequently tested out of specification during manufacturers analysis. There was no patient involvement.